Event description:
Additional information from the healthcare provider (hcp) reported that the patient was seen in the office on (B)(6) 2016 without a catheter and without mention of an ER visit. The patient voided "pur of 114cc." The hcp noted the device is still on and working.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient's daughter reported that there was a loss or change of therapy. The patient was getting therapy for the first week, then it stopped and the patient was in the emergency room (ER) yesterday, (B)(6) 2016, and a catheter was inserted. She did not feel stimulation and therapy was on. The situation was not resolved. The patient was on program 4 at 7.0v. There was no trauma or fall that could be related to this issue. They were waiting for a call back from the managing doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.